Event description:
The customer reported the pt received less medication than intended. On an unspecified date and time the device was programmed to deliver an unspecified concentration of total parental nutrition (tpn), 2000 ml container size, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the pt reported that the device alarmed for empty container, however approximately 500 ml of the volume in the container remained. At that time, instruction was given to reprogram device to complete the delivery; however, the pt indicated wanting to wait for nurse. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No reported medical interventions were required. Though requested, no additional info was provided, including if therapy was completed using a replacement device.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report is being made as part of a retrospective review. No further testing or investigation will be performed. See scanned page